Event description:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to third party service center. The service center reports there is corrosion inside the device. During the evaluation of the device at the third-party service center, the device was visually inspected, the device was missing the modem flipdoor and corrosion was found inside the device. The device was scrapped as a resolution to the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.